Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient's implantable infusion system for non-malignant pain, and failed back syndrome. It was reported on (B)(6) 2016 that the patient is having a MRI of the spine for back pain and to rule out a granuloma at the catheter tip. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
Recall/notification z-1151-2008 no longer applies. (B)(4) no longer applies.

Event description:
Additional information received from the health care professional indicated that when the MRI was performed on (B)(6) under anesthesia, no granuloma nor mass was seen. The back pain that patient was experiencing was still being dealt with. The pump was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.